Event description:
It was reported that the patient had completed cooling on the arctic sun device and 36 hours of normothermia. Patient temperature was increasing and ordered cooling again for 24 hours. User could not get the device to start cooling again. Ms and s walked through adjusting the target temperature and resetting hours. User pressed start and the cooling began on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had completed cooling on the arctic sun device and 36 hours of normothermia. Patient temperature was increasing and ordered cooling again for 24 hours. User could not get the device to start cooling again. Ms and s walked through adjusting the target temperature and resetting hours. User pressed start and the cooling began on the device.

Event description:
It was reported that the patient had completed cooling on the arctic sun device and 36 hours of normothermia. Patient temperature was increasing and ordered cooling again for 24 hours. User could not get the device to start cooling again. Mss walked through adjusting the target temperature and resetting hours. User pressed start and the cooling began on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was incorrect parameters set. The patient had completed cooling on the arctic sun device and 36 hours of normothermia. Patient temperature was increasing and ordered cooling again for 24 hours. User could not get the device to start cooling again. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1) from the patient therapy selection screen, press the normothermia button to display the normothermia therapy screen. 2) the default patient target temperature will display in the control patient window. 3) to modify the patient target temperature, press the adjust button to display the control patient-adjust window. 4) control patient to: use the up and down arrows to set the desired patient target temperature to control the patient. 5) rewarm at a rate of: use the up and down arrows on the right of the screen to set the rewarming rate. 6) press the save button to save the new settings and close the control patient-adjust window 7) press start, in the control patient window to initiate therapy. You will hear a tone and then a voice stating ¿therapy started¿. Additionally, the control patient window and the arctic sun¿ temperature management system icon will blink, indicating that therapy is in progress." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.